Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking. Reportedly, the customer changed their supplies to address the issue. Reportedly the customer reverted to manual injections for insulin therapy. There was no reported impact to the customer¿s blood glucose.